Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2010.

Event description:
Patient was revised to address pain. Update (B)(6) 2014- pfs and medical records received. This complaint is now legal. Pfs alleges pain, swelling, and loss of ability to walk. A correct doi was provided. After review of the medical records for reportability, the revision operative note indicated pain, pseudotumor, and corrosion between the cup and liner. The lot number for the cup is showing up invalid. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014 update (B)(6) 2015- pfs and medical records received. Pfs and medical records reviewed for reportability. Pfs reported pain, swelling and loss of mobility. Medical records reported the plasma cobalt and chromium labs to be greater than 7 parts per billion. Stem will be added to complaint for elevated metal ions. Lot number updated for cup. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.